Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Three patient samples were received for investigation on 03-jun-2024. The customer's results were able to be confirmed. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys anti-hbc immunoassay results for 1 patient on a cobas e 801 analytical unit. On (B)(6) 2024, a sample was collected from the patient while donating blood and the anti-hbc result was 0.733 coi, interpreted as positive. The sample did not contain anti-coagulant. The customer decided to confirm the positive result by obtaining bag segments containing anti-coagulant and testing them alongside fresh frozen plasma. Two bag segment samples yielded results of 1.37 coi and 1.24 coi, both interpreted as non-reactive. Elisa testing was performed on the initial sample and it gave a positive result. Elisa testing was also performed on a bag segment. Clarification on the bag segments results were requested. On 25-feb-2024, another bag segment was tested alongside fresh frozen plasma and the anti-hbc result was 1.38 coi, interpreted as non-reactive.

Manufacturer narrative:
The analyzer serial number is (B)(6). The patient sample was requested for investigation. The investigation is ongoing.

Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The investigation did not identify a product problem. The elecsys anti-hbc assay was found to perform within specification.